Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were found at 32.3cm to 33.5cm and 38.8cm to 40.0cm from the distal tip consistent with lead friction to the device can. The etfe coating on the conductors was intact at these locations. (B)(6). (B)(4). No complaint received with return of device. F failure (event) observed during analysis.